Manufacturer narrative:
Please void this report. This product is not marketed by microport. This product was reported by mistake. All reports for medwatch 3010536692-2019-00719 should be voided.

Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, patient x-ray revealed that the tibial hinge component post fractured, which required surgical intervention.